Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and a review of the logs. The anesthesia control board (acb) was replaced to resolve the reported issue. No patient information provided after phone calls to customer on (B)(6). Unique identifier: (B)(4).

Event description:
The hospital reported the unit shutdown during a case. The unit was rebooted and case resumed. There was no report of patient injury.